Event description:
During a thrombolysis procedure, medication (urokinase) injection with a 1cc syringe was performed, but the hub of the prowler microcatheter leaked. The physician used extra force to connect the syringe to the hub, and the same microcatheter was utilized to complete the procedure. Once the leaking occurred on the hub, another syringe was not attached to verify that the syringe did not have any issues. The doctor locked the same syringe with extra force. After the leak, the hub did not show any signs of damage (cracks, etc). The operator indicated that perhaps the catheter being within the clot might have contributed to the leak. There was no patient injury reported with the event. The product will be returned for analysis.

Manufacturer narrative:
The product was new, and prior and after removing from the package, the product was free of kinks, bends and any other anomalies. Per the IFU, if any damages occur with the product, it should not be utilized, however, the operator chose to use the product, because there was no damage. The doctor used the same brand syringe (not exactly same one) with other products. There was no patient demographic information. The procedure was thrombolysis procedure and the target site was the (mc) middle cerebral artery. The product is expected to be returned for evaluation and analysis; however, it has not been received. Additional information will be submitted within 30 days of receipt.